Event description:
It was reported that prior to surgery, it was observed that the motor device had an e6 error message and was overheating. There was no delay to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The unit was tested and was found to have an e6 error and a pin pushed back in the connector. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.